Event description:
User reported they found it difficult to deflate the cuff.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. It was reported that the device was not used and the issue was found at the cuff check before use. No additional event details have been provided to date. Should a sample or additional info become available a follow-up report will be submitted.